Manufacturer narrative:
(B)(4). Concomitant medical products: 211226, compr srs ic seg - 90mm, 067980, 211237, compr srs mod stem - 10x100mm, 753020, 211250, compr srs 50mm dst hml bdy lt, 155910, cp562016, disc lt seg ulna 5x115mm, 503320. Report source, foreign - the event occurred in the (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. X-rays were submitted to mmi for review. Overall fit and alignment of the implants is appropriate on most images. No obvious evidence for wear. Lucency is seen along the humeral component consistent with loosening.device history record (DHR) review was unable to be performed as the part and lot numbers of the device involved in the event are unknown. Root cause could not be determined with information available. Lucency suggestive of loosening can be a contributing factor to the adl difficulty. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01697, 0001825034 - 2018 - 01698, 0001825034 - 2018 - 01699, 0001825034 - 2018 - 04244. Product location unknown.

Event description:
It was reported that the patient reported being unable to do the following; open a jar, heavy chores, recreational activities, carry a bag, and wash back which limited daily activities. Subsequently, the patient was revised due to loosening and/or implant migration. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a left elbow surgery. As part of the study, the patient underwent a left elbow revision procedure. Subsequently, during a six month and one year follow up appointment, the patient reported being unable to do the following; open a jar, heavy chores, recreational activities, carry a bag, and wash back which limited daily activities. Subsequently, the patient was revised due to loosening and/or implant migration. No further information has been made available at this time.